Event description:
Customer reported a map shift. There was no patient injury reported. The device is being evaluated at the moment. No other information is available.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).